Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: during tissue incision, discharge occurred due to the following factors: the output setting was high, coagulation mode was used, and energization time was prolonged. The high temperature produced by the discharge led to a deterioration in the strength of the cutting knife. The cutting knife, which had reduced strength, was subjected to a tensile load, causing it to be thin and fractured at the base. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single use electrosurgical knife exhibited a fractured knife. There was no patient involvement.